Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was unable to be evaluated for the customer reported "failed flow test" due to the rear case ac power connector being damaged, and therefore the issue was not reproduced. The reported condition was not verified. The device is anticipated to be repaired and tested prior to release to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the flow rate test during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.